Event description:
After missing a tube, we successfully placed a red king, secured it with a tube tamer, and used it without problem for +10 min. The cuff suddenly lost air pressure and we were not able to re-inflate it so we removed it. This pt had a pretty bad airway due to copious amounts of blood coming from the lungs. We were able to get a tube with a bougie, but losing the king was very inconvenient.